Event description:
Per the surgeon, the patient experienced skin overgrowth at the abutment site. On (B)(6), 2013, the patient underwent a procedure for skin debridement at the abutment site. On (B)(6), 2014, the patient was prescribed a fourteen day course of oral antibiotics. On (B)(6), 2014, the patient underwent a second debridement procedure. During the same procedure a new abutment was placed. The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains.